Event description:
Reportedly, the lead was implanted to raa on (B)(6) 2025. Lead dislodgement was observed the day after implantation and was repositioned on (B)(6) 2025. Implanted with eno dr (sn: (B)(6) and vega r52 (sn: (B)(6)

Manufacturer narrative:
The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of data provided confirmed the reported issue: atrial lead dislodgement the day after the implantation of the subject lead. The data from (B)(6) 2025 and (B)(6) 2025 were provided. On (B)(6) 2025 in the morning, the electrical parameters are normal except for the atrial amplitude which is low. The atrial pacing threshold is 0.75v. Records show atrial signals detected by the ventricular lead. The atrial lead is most probably in the right ventricle or close to the right ventricle. No x-ray has been provided. After the re-intervention, the electrical measurements are normal except for the atrial amplitude, which is a bit low (1,5-2mv), but better than before the re-intervention. The atrial pacing threshold is 0.75v and the atrial impedance is stable at 350-400 ohms. Since the subject lead has been repositioned, no further investigation can be performed. With the available information, the subject works normally after the repositioning. Lead dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the lead was implanted to raa on (B)(6) 2025. Lead dislodgement was observed the day after implantation and was repositioned on (B)(6) 2025. Implanted with eno dr (sn: (B)(6) and vega r52 (sn: (B)(6).